Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely for pacemaker data transmission. The transmitter was unable to read data on the pacemaker. The device was unpaired and paired again but the read error persisted. The read error stated that the transmitter was unable to locate the patient's device. A pacemaker anomaly was suspected but not confirmed. No further information was available at this time.